Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that when patient presented in clinic capturing issue was observed on both ra and rv lead. Both leads were not capturing. The leads were dislodged due to patient flipping the device in her chest. Patient was asymptomatic. Both ra and rv leads were explanted and replaced. Patient is stable.